Event description:
It was reported to the MFR that the vns pt's device showed high lead impedance during diagnostic testing at an office visit. There was no pt manipulation or trauma at the device site that may have contributed to the reported event. Diagnostic test results were within normal limits at initial implantation surgery. The pt is being scheduled for lead revision surgery. Good faith attempts to obtain add'l info regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.